Manufacturer narrative:
(B)(4).

Event description:
Two sensors (serial number (B)(4)) were returned for evaluation. The first sensor ((B)(4)) was visually inspected and the sensor wire was attached to the housing puck. The reported event of a missing sensor wire was not confirmed. With the first sensor. The second sensor ((B)(4)) was visually inspected and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered to be detached. The reported event of a missing sensor wire was confirmed. A root cause could not be determined. However, it is unknown which of the two sensor is the complaint sensor.

Manufacturer narrative:
(B)(4).

Event description:
Partner contacted dexcom on behalf of the patient's doctor on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.